Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2017 - the patient received inappropriate therapy again, due to noise on the rv lead. The lead remains implanted.

Event description:
Patient received inappropriate therapy from device due to lead noise. Lead is being evaluated for revision but currently remains implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. The insulation of the distal lead fragment was multiply cut. An approx. 2 cm segment of lead body was missing in between the lead fragments. The analysis revealed multiple abrasion marks along the lead fragments. In particular on the distal lead fragment the insulation was found rubbed through which can be considered as the root cause of the noise which led to shock delivery as mentioned in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore cuts in the insulation were observed and in the region of the insulation damage the conductor cable to the shock coil was found pulled out of the lead body. These damages most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.